Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. The implantable cardioverter defibrillator was found to be in backup vvi mode. After a device software download, normal device function resumed.